Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer continued to experience battery failed alarms after inserting a new battery with the new battery cap. Advised customer that pump will be replaced. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
During testing, the pump passed the sleep current measurement, active current measurement and self test. The test battery was removed and reinserted with no failed batt test alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the battery tube side and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 22-dec-2024 in the pump history file. (B)(6) 2024 00:23:13.000 alarmalertnotification (40), faultnumber: sensorerroralert (801). (B)(6) 2024 01:58:12.000 alarmalertnotification (40), faultnumber: sensorerroralert (801). (B)(6) 2024 11:47:00.000 alarmalertnotification (40), faultnumber: lowbatteryalert (104). (B)(6) 2024 18:35:04.000 batteryremoved (55), (B)(6) 2024 18:35:04.000 alarmalertnotification (40), faultnumber: batteryremoved (84). (B)(6) 2024 18:37:05.000 batteryinserted (44), (B)(6) 2024 18:37:05.000 alarmalertnotification (40), faultnumber: failedbatttest (58). (B)(6) 2024 18:37:15.000 batteryremoved (55), (B)(6) 2024 18:37:15.000 alarmalertnotification (40), faultnumber: batteryremoved (84). (B)(6) 2024 18:38:18.000 batteryinserted (44), (B)(6) 2024 11:46:00.000 alarmalertnotification (40), faultnumber: lowbatteryalert (104). (B)(6) 2024 21:17:00.000 alarmalertnotification (40), faultnumber: changebatteryfault (73). (B)(6) 2024 21:19:10.000 batteryremoved (55), (B)(6) 2024 21:19:10.000 alarmalertnotification (40), faultnumber: batteryremoved (84). (B)(6) 2024 21:19:51.000 batteryinserted (44), (B)(6) 2024 21:19:51.000 alarmalertnotification (40), faultnumber: failedbatttest (58). (B)(6) 2024 21:19:57.000 batteryremoved (55), (B)(6) 2024 21:19:57.000 alarmalertnotification (40), faultnumber: batteryremoved (84). (B)(6) 2024 21:21:35.000 batteryinserted (44), (B)(6) 2024 21:21:35.000 alarmalertnotification (40), faultnumber: failedbatttest (58). (B)(6) 2024 21:21:44.000 batteryremoved (55), (B)(6) 2024 21:21:44.000 alarmalertnotification (40), faultnumber: batteryremoved (84). (B)(6) 2024 21:22:10.000 batteryinserted (44). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or sensor error alert noted. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 10:27:59 am. There was no power data available for the dates of (B)(6) 2024 and (B)(6) 2024. Unable to check power data for low battery alert, failed batt/battery failed alarm and replace battery alert/changebatteryfault (73). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Sensor error alert not confirmed. Lowbatteryalert (104) on (B)(6) 2024 and (B)(6) 2024 unknown. Failedbatttest (58) on (B)(6) 2024 and (B)(6) 2024 unknown. Changebatteryfault (73) on (B)(6) 2024 unknown. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.0 mv). Failed batt test not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.